Event description:
No log files or images of the damage could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was given a new backup system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black power cable being damaged was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the controller was exchanged to resolve the issue, and no further information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - describe event or problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
This was done because the backup system controller had black power cable damage.